Manufacturer narrative:
Customer returned a representative sample for investigation. The returned sample did not show the reported defect. Bd was not able to duplicate or confirm the customer's indicated failure mode. The following conditions may cause leakage at the septum: (1) crack on the y-adapter (2) septum damage. As the defect sample was not returned, the root cause cannot be identified. DHR: a device history was performed on lot #7061459, there were no abnormalities associated with the defects recording.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
A nurse reported leakage was found from the septum of a bd intima ii¿ IV catheter 24g x 0.75 in. During use. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4).